Event description:
Patient experiencing a severe reaction to the adhesive used to attach the libre 14-day sensor device to arm initially started on (B)(6) 2019 and carried forward to (B)(6) 2020. No change in skin reactions when sensor was switched. Patient has replaced the sensor 3 times switching between left and right arm with the same reaction each time. Red, blistered, irritated and stinging pain at application site. Last time was the worst. Patient received replacements from the manufacturer on all three 3 occasions. Boxes were thrown away but these may be the serial numbers per the freestyle reader device: (B)(4). Due to several skin reactions, the patient needed to stop using the product indefinitely. FDA safety report ID#: (B)(4).